Event description:
Customer stated the aligner treatment has resulted in worsening of her root resorption and will now require two extractions and dental implants. Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.